Event description:
It was reported that during orif (open reduction internal fixation)procedure, surgeon used 3.5 cortical screw to stabilize the fracture until the plate could be seated. Once plate was in place, the surgeon attempted to remove stabilizing screw but the screw head broke off during removal. The broken piece was retrieved and the shaft portion of the screw remains implanted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: implant date reported in error; only the shaft of the screw remains implanted. Manufacturing site address is unknown (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.